Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No alarms or alert noted during testing. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, corroded battery tube. Corroded motor home switch, cracked case at the battery tube, stained serial number label. Please see below for the first ten boluses listed on the event date 08-apr-2024 in the pump history file. (B)(6) 2024 00:06:31.000 normal bolus delivered (220) bolus programming method: cl1autobolus (9) normal bolus amount programmed: 34750 (3.475 u) bolus amount delivered: 34750 (3.475 u) (B)(6) 2024 00:09:41.000 normal bolus delivered (220) bolus programming method: cl1autobolus (9) normal bolus amount programmed: 6750 (0.675 u) bolus amount delivered: 6750 (0.675 u) (B)(6) 2024 00:14:41.000 normal bolus delivered (220) bolus programming method: cl1autobolus (9) normal bolus amount programmed: 7250 (0.725 u) bolus amount delivered: 7250 (0.725 u) (B)(6) 2024 00:19:23.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 3000 (0.3 u) bolus amount delivered: 3000 (0.3 u) (B)(6) 2024 00:24:49.000 normal bolus delivered (220) bolus programming method: cl1autobolus (9) normal bolus amount programmed: 10000 (1 u) bolus amount delivered: 10000 (1 u) (B)(6) 2024 00:29:41.000 normal bolus delivered (220) bolus programming method: cl1autobolus (9) normal bolus amount programmed: 7250 (0.725 u) bolus amount delivered: 7250 (0.725 u) (B)(6) 2024 00:34:43.000 normal bolus delivered (220) bolus programming method: cl1autobolus (9) normal bolus amount programmed: 8000 (0.8 u) bolus amount delivered: 8000 (0.8 u) (B)(6) 2024 00:39:23.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 3000 (0.3 u) bolus amount delivered: 3000 (0.3 u) (B)(6) 2024 00:44:45.000 normal bolus delivered (220) bolus programming method: cl1autobolus (9) normal bolus amount programmed: 8250 (0.825 u) bolus amount delivered: 8250 (0.825 u) (B)(6) 2024 00:49:13.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) pump passed functional testing and no alarms or alerts noted during testing. Possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Customer also mentioned that the pump over compensates. The customer reported blood glucose value of 68 mg/dl. The event involved product(s) mmt-1884, mmt-7040a, mmt-396a, mmt-332a. Troubleshooting was performed. The customer reported hypoglycemia treated with glucose/carb intake. The customer was using the insulin pump within 48 hours and the auto-mode/smartguard feature was active at the time of low blood glucose event. Customer believed that the pump was over delivering. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-396a. Product return status for mmt-332a is unknown.